Manufacturer narrative:
The customer reported that "while using the balloon of the catheter burst. Balloon became leaky after 3 days of exposure" but the complaint picture clearly shows the pin hole in the balloon of the catheter. We checked the batch history records and did not detect any non-conformity during the evaluation of the batch production records. The retain samples from the same batch was tested and it functioned properly, the inflation and deflation test of balloon did not reveal any non-conformity. So, since the batch history review and testing of retain samples showed no leakage problem in the batch, and the actual sample was unavailable for our evaluation, we consider this complaint as not justified. Despite the picture of the complaint part clearly shows the pin hole in the balloon of the catheter, and failure mode of pin-hole is not reportable according to the evaluation letter 26/7/2020 by our clinical advisor (B)(6), it was decided to report this event because the description of the event contains wording "balloon of the catheter burst". Burst of foley balloon is reportable failure mode.

Event description:
Info that while using the balloon of the catheter burst. Balloon became leaky after 3 days of exposure.